Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04735 / 04737).

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2002. Subsequently, patient's legal counsel reported patient was revised in 2003 due to patient allegations of pain, loss of range of motion and metallosis. Patient's legal counsel reported patient underwent further revision procedures in 2005, 2007 and 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.